Manufacturer narrative:
The device history record for lot 30189396 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. The root cause was not determined. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, during a pull peg (percutaneous endoscopic gastrostomy) placement, the patient experienced a laceration of the esophagus (when pulling the tube through the esophagus). The physician used a clamp to close the laceration; the patient was eventually discharged from the hospital additional information received (B)(6) 2022 reported, the laceration was created when the internal bumper of the tube was pulled through the esophagus; the doctor used a clamp to close it. The patient was discharged on (B)(6) 2022.